Event description:
Additional information from the consumer reported that she met with the manufacturer's technician and he reprogrammed the 2 programs that were not working. It was much, much better.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she needed to get in contact with a manufacturers' representative (rep) because 2 of her programs sort of worked and the other two did not work. She contacted the health care professional's (hcp's) office on 2016-feb-28 and was still waiting for the rep to contact her. The patient was in a lot of pain and had been for the past 4 weeks ((B)(6) 2015- estimated event date) prior to the report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.